Event description:
(B)(6) called on (B)(6) 2010, and said that the pt is wearing invisalign teen stage #1, which was delivered on (B)(6) 2010. The pt started having problems on (B)(6) 2010, but the pt associated the symptoms with a viral infection like the flu, symptoms were; a sore throat which was closing progressively (no breathing problems reported). The pt went to the general physician the same day ((B)(6) 2010) and they said that she had "flu" symptoms and provided her with antibiotics. She took them and removed the aligners on (B)(6) 2010 for 2 hrs and the symptoms started to get better. The pt thought that the antibiotics were working fine, all the symptoms totally disappeared by (B)(6) 2010. The pt rinsed aligners very well and tried them again on (B)(6) 2010 for one night only, the pt woke up at 3am with a sore throat and felt like her throat was beginning to close up. The pt removed the aligners again on (B)(6) 2010 and the symptoms disappeared. On (B)(6) 2010, a f/u on pt's status, noted that the pt was doing perfectly fine.

Manufacturer narrative:
The pt appears to have experienced an allergic reaction after starting the use on the invisalign teen aligner.